Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a suture revision due to inferior incision dehiscence/incision infection. The patient was reported to be recovering. No additional adverse patient effects were reported.